Event description:
Customer reported receiving a motor error alarm when attempting to deliver a bolus. The blood glucose reading was 87 mg/dl. Customer stated that the insulin pump was not exposed to a strong magnetic field or an MRI. Customer stated that he was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.